Event description:
It was reported that the procedure was to treat the left internal carotid artery with moderate calcification and moderate tortuosity. The 6-8x40 mm acculink self expanding stent system (sess) was advanced, the stent was implanted with no issues noted and the stent delivery system was removed with some resistance noted with the guide catheter. In process of retrieving the filter of the emboshield nav6 embolic protection system (eps), it was noted that the tip of the stent delivery system had broken off and was able to be visualized. The retrieval catheter was stuck, likely on the separated tip, and the guiding catheter was advanced over the retrieval catheter, allowing the filter and the separated tip of the delivery system to be withdrawn together as a system. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the emboshield nav6 and acculink sess were advanced without issue. The acculink delivery system was not checked immediately once it came out of the patient. The retrieval catheter of the emboshield nav6 was advanced without resistance but radiography showed the retrieval catheter could not go through an area of foreign matter. Therefore, the retrieval catheter was withdrawn without resistance. The guiding catheter already present in the anatomy was advanced to retrieve the foreign matter and the emboshield nav6. The foreign matter was determined to be the tip of the acculink delivery system. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the failure to advance the retrieval catheter appears to be due to the retrieval catheter interacting with the separated tip of the acculink self-expanding stent system (sess). However, a cause for the tip separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: removed device code 1528, added device code 2524.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the difficulty removing the retrieval catheter appears to be due to the retrieval catheter being stuck on the separated tip of the acculink self-expanding stent system (sess). However, a cause for the tip separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The acculink sess referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with moderate calcification and moderate tortuosity. The 6-8x40 mm acculink self expanding stent system (sess) was advanced, the stent was implanted with no issues noted and the stent delivery system was removed with some resistance noted with the guide catheter. In process of retrieving the filter of the emboshield nav6 embolic protection system (eps), it was noted that the tip of the stent delivery system had broken off and was able to be visualized. The retrieval catheter was stuck, likely on the separated tip, and the guiding catheter was advanced over the retrieval catheter, allowing the filter and the separated tip of the delivery system to be withdrawn together as a system. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.